Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, upon review, it was noted that the right atrial (ra) lead exhibited episodes of over sensed noise, resulting in inappropriate mode switch. On 2 apr 2024, the lead was capped and replaced. The patient was in stable condition.